Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer displayed a message error at boot-up. It was noted that the problem self-cleared at reboot. Te chnical support (ts) suggested that the programmer be sent in for service if the issue continues to occur. The programmer remains in use. No patient complications were reported as a result of event.